Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using lyumjev insulin and also reported using their cartridge for about 10 days. Tandem technical support provided off-label messaging to customer. Tandem technical support conducted a system check and found blockage in the cartrdige. Customer replaced the cartridge and resumed insulin therapy. Customers blood glucose was 145 mg/dl.